Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue during investigation and replaced the e-100 generator to correct the problem. The e-100 generator unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: field service engineer (fse) was able to reproduce the reported issue during investigation and replaced the e-100 generator to correct the problem. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after 1 or 2 hours of use, the e-100 generator powered off. The user tried the power cycle the unit however, the issue persisted. The procedure was completed with no report injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the or team completed the surgical case with the e-100 generator and there was no need to use a third party generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 involved with this complaint to perform failure analysis. The e-100 was analyzed and found to have no issues. The unit was installed onto the test system and completed testing with a synchroseal instrument. The synchroseal was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times. The reported event was not confirmed as failure analysis of e-100 found no functional issue. The probable root cause of e-100 powered off cannot be determined based on the information provided and failure analysis results.